Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) the guide crossed the septum into the left atrium. The sgc was attempted to be inserted into the stabilizer but was unsuccessful. The stabilizer was replaced and the sgc attached successfully to the replacement stabilizer. The procedure was completed successfully by implanting three mitraclips. At the end of the procedure, it was reportedly difficult to remove the sgc from the stabilizer. Troubleshooting was preformed and the sgc was removed successfully. The final mr was grade 1. After the procedure, the sgc was inserted and removed from both stabilizers successfully without resistance. There were no adverse patient effects or clinically significant delays reported.

Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove the may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.